Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a gauze sponge. The customer reports that the sponge had been unfolded from its 4x8 shape for use during a surgical procedure. The sponge then frayed into the pt's wound. The surgeon was able to successfully retrieve the pieces from the pt's wound without the assistance of x-ray guidance. There was no further reported impact to the pt in connection with this report.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.